Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled at the tip with no detachment. Based on the condition of the device as found, the reported complaint was confirmed for peeled. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro, the harvester noticed that the tip of the device was fractured. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro, the harvester noticed that the tip of the device was fractured. A replacement device was used to complete the procedure. The hospital did not report any patient effects.